Event description:
It was reported that the customer had a check settling alarm issue on the insulin pump. The customer's blood glucose level was 170 mg/dl. The customer stated that alarm did not occur during the first rewind. The customer was advised the check settings alarm will always occur after exiting the training mode. The customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.